Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime warning¿ occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: on investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime alert due to non-zero low force. Using the returned battery cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The force senor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. Pump casing was opened and no anomalies were found with the force sensor assembly.